Event description:
It was reported that the patient was very stiff and was admitted to the hospital for dose titration-therapy management. Approximately 2 weeks later, a confirmed motor stall occurred after the patient had a magnetic resonance imaging. Stall recovery occurred the next day when a new programming session was initiated. The patient did not hear an alarm. The hcp was unsure if the patient had a return of symptoms due to the motor stall; the patient remained hospitalized. The pump was used to administer lioresal 500 mcg/ml and was reprogrammed from 350 mcg/day simple continuous dosing to 700 mcg/day in flex dosing mode. The pump had not been refilled since implant. The pump logs show the pump is used to administer infumorph, 10 mg/ml at 4.99 mg/day. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.